Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the charger board 1 and 2 were replaced. They performed a system checkout and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the charging boards were making a high humming/buzzing noise. This is causing an issue with taking multiple 3d spins. The system was not taking more than 2 spins consecutively. No patient was present at the time of the event.

Manufacturer narrative:
H3) the codes listed below are associated with the system checkout eval code method 10 eval code-result 120 eval code-conclusion 4307 the battery charger 1 was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. Normal noise were heard during testing. The board passed bench test. Failed visual inspection due to leaky caps. All leds were lit. The installed the charger on a known working system and the system readied. Motion, generator, communication and charging were successful. Motion calibration passed. 2d and 3d images were acquired with no issues. When the system is off, loud hissing noise is heard. Eval code- method 10 associated with this analysis eval code-result 213 and 145 are associated with this analysis eval code-conclusion 4307 is associated with this analysis the battery charger 1 was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. There were normal noise heard during testing. The charger passed bench testing and visual inspection. The charger 2 was installed on a known functional system and the system readied. Motion, generator, communication and charging were successful. Motion calibration passed. 2d and 3d images were acquired with no issues. No failure found. Eval code method 10 is associated with this analysis eval code-result 213 is associated with this analysis eval code-conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.